Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the left femoral artery in a 74-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of prior coronary artery bypass grafting, known coronary artery disease, diabetes mellitus, and renal insufficiency. Despite impella support, the patient required maximal vasopressor therapy and was unable to maintain adequate blood pressure. Given the severity of his condition and lack of clinical improvement, the family requested transition to comfort-focused care. Life-sustaining therapies were withdrawn, and the patient expired. The reported hypotension is consistent with profound cardiogenic shock and progressive hemodynamic collapse related to the underlying ami/cgs. The device will be conservatively reported for death; however, given the patient¿s presentation with advanced cardiogenic shock (scai shock stage e), dependence on maximal pressor support, and subsequent withdrawal of care, the death is most likely attributed to the severity of the underlying clinical condition.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.